Event description:
Description of event according to study, (B)(6): zenith alpha thoracic post market retrospective study: type ib endoleak was noted 1536 days post-procedure. On (B)(6) 2021, the 72-year-old male patient was emergently treated for saccular thoracic aortic aneurysm with contained rupture with placement of a proximal zta-pt-38-34-217 and a distal zta-pt-40-36-217, starting at zone 3. Procedure angiography revealed patent study devices, no endoleaks, and no device issues. The patient was in intensive care unit (ICU) for 49 days, and had a gastrointestinal (gi) bleed treated with surgical clip on (B)(6) 2021. On (B)(6) 2021, (B)(6) 2022, (B)(6) 2023, and (B)(6) 2024, follow-up computed tomography (CT)s revealed patent study devices, no thrombus, no device issues, and no endoleaks. On (B)(6) 2025, follow-up CT revealed patent study devices, no thrombus, no device issues, and a type ib endoleak. No secondary intervention was performed to treat the endoleak. This CT also shows a significant change in the measurement that records the distal location of the device. This has been queried as potential device migration or other issue. Follow-up (B)(6) 2024: maximum diameter of the treated descending aorta (outer-wall to outer-wall) (mm): 37 mm. Follow-up on (B)(6) 2025: maximum diameter of the treated descending aorta (outer-wall to outer-wall) (mm): 81 mm. Patient outcome no secondary intervention was performed to treat the endoleak. No further imaging past that which identified the endoleak has been reported. No endoleak-related adverse events has been entered. The patient remains in the study; data collection is ongoing.

Manufacturer narrative:
Manufacturers ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. G4) similar to device marketed under PMA/510(k): p140016. Investigation is still in progress. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.